Manufacturer narrative:
This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the clinic the device was explanted on (B)(6) 2021 due to improper placement of the electrode array inside the cochlea. The patient was reimplanted with another cochlear device during the same surgery.